Event description:
Related manufacturer reference number:1627487-2024-00139, related manufacturer reference number:1627487-2024-00140, related manufacturer reference number:1627487-2024-00141. It was reported patient the patient twisted the ipgs in their chest implant site causing the extensions to become non functional displaying high impedances. Patient underwent surgical intervention wherein both the ipgs and extensions were explanted and replaced with new ones thereby restoring effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - correction of code from 2388 to 4412.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.